Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions included suspending therapy on (B)(6) 2017 and resumed on (B)(6) 2017. The patient resumed utilizing the device. However she reported inadequate coverage and trouble with maintaining a charge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional for a clinical study from a patient with an implantable neurostimulator for n on-malignant pain. The patient reported bilateral lower extremity pain with stimulation. The patient stopped charging and using the device and declined a revision. The most recent interrogation prior to the event was on (B)(6) 2016. The event was related to the device or therapy and not related to the implant procedure or programming. The therapy was suspended on (B)(6) 2017. The clinical diagnosis of the painful stimulation was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the inadequate coverage and trouble with maintaining a charge after resuming therapy was not determined. It was noted that actions/interventions taken to address the inadequate coverage and trouble with maintaining a charge was suspending the therapy on (B)(6) 2017 and resuming it on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the therapy was resumed on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.